Event description:
A male patient had initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. The main body was inadvertently placed low, but did not immediately show an endoleak. The first CT showed a type I endoleak. The physician decided to use a main body extension graft in 2008, to address the endoleak as the patient had a renal stent that extended at least 5mm into the lumen of the aorta. A very slight type I endoleak presented post extension placement, but the physician felt as though it would cease, once the act returned to normal.

Manufacturer narrative:
Evaluation: still under investigation.